Event description:
It was reported that the patient presented with numerous low speed advisories and pump off messages on (B)(6) 2021. Log file submitted revealed pump stops and low speed operations in which the power went high during some of these events. The clinician also reported green pump running symbol light was out and not illuminated. It was verified the pump was running at 9200 rpm and flow of 4lpm, patient stable. The patient would not tolerate a controller exchange to fix the pump running symbol in which the only way to resolve the light bulb being dim or out. The patient denies any stroke-like symptoms at the time of the pump off event on (B)(6) 2021 at follow up appointment, vital signs were stable, map 82, labs stable. Will monitor patient closely as outpatient. Follow up lvad (left ventricular assist device) interrogation and patient would call with further alarms or if they became symptomatic. Additional information requested but not provided.

Manufacturer narrative:
The patient's date of birth and age were not provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Section d: device information corrected. Manufacturer's investigation conclusion: review of the submitted system controller log file data confirmed the reported low speed events and elevations in pump power. Based on complaint history, the data captured in the log file is consistent with a potential deposition or thrombus formation contacting the rotor and causing increased rotor drag, which would have contributed to the pump power increases and low speed events; however, a specific cause for the power elevations and low speed events cannot be conclusively be determined through this evaluation as the pump was not returned. The submitted log file contained data from (B)(6) 2021 to 14dec2021. The log file recorded multiple low speed events between (B)(6) 2021 and (B)(6) 2021. Pump power was elevated, and pulsatility index (pi) fluctuated during the low speed events. Pump parameters returned to their baseline values afterwards. No other notable events or alarms were recorded. Before and after the low speed events, the pump appeared to function as intended at the set speed. The account communicated that the patient denied any symptoms of stroke at the time of the low speed events. Additionally, the patient had stable laboratory results. The patient remained ongoing on (B)(6) until they had a heartmate ii to heartmate ii pump exchange on (B)(6) 2022 (related MFR# 2916596-2022-01951). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), and the heartmate ii patient handbook are currently available. Section 1 ¿introduction¿ of this IFU lists the adverse events that may be associated with use of the heartmate ii left ventricular assist system, including device thrombosis. Section 1 of this IFU also contains information regarding pump speed, power, flow, and pi. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. Section 6 of the IFU, ¿patient care and management,¿ lists thromboembolism as a potential late postimplant complication. Section 6 of the IFU outlines indications of thrombus and how to respond to such events. This section also provides information on anticoagulation, including recommended international normalized ratio (inr) values. Section 7 of the IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Furthermore, the patient handbook also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the patient remains ongoing with heartmate ii left ventricular assist system (lvas), serial number (B)(6). Review of the submitted system controller log file data confirmed the reported low speed events and elevations in pump power. Based on complaint history, the data captured in the log file is consistent with a potential deposition or thrombus formation contacting the rotor and causing increased rotor to drag, which would have contributed to the pump power increases and low speed events; however, a specific cause for the power elevations and low speed events cannot be conclusively be determined through this evaluation as the pump was not returned. The submitted log file contained data from (B)(6) 2021. The log file recorded multiple low speed events (B)(6) 2021. Pump power was elevated, and pulsatility index (pi) fluctuated during the low speed events. Pump parameters returned to their baseline values afterwards. No other notable events or alarms were recorded. Before and after the low-speed events, the pump appeared to function as intended at the set speed. The account communicated that the patient denied any symptoms of stroke at the time of the low-speed events. Additionally, the patient had stable laboratory results. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate ii patient handbook rev. C are currently available. Section 1 ¿introduction¿ of this IFU lists the adverse events that may be associated with use of the heartmate ii left ventricular assist system, including device thrombosis. Section 1 of this IFU also contains information regarding pump speed, power, flow, and pi. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. Section 6 of the IFU, ¿patient care and management,¿ lists thromboembolism as a potential late postimplant complication. Section 6 of the IFU outlines indications of thrombus and how to respond to such events. This section also provides information on anticoagulation, including recommended international normalized ratio (inr) values. Section 7 of the IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Furthermore, the patient handbook also contains a section on handling emergencies. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2022-01600.